Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the high impedance on contact 7 was undetermined and no steps were going to be taken to resolve it. Reprogramming the ins resolved the pain/irritating stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the contact 7 of the ins was showing >4k ohms. The patient was not programmed on contact 7. It was also noted that if the patient increases stimulation it becomes unbearable due to pain and that the stim was irritating. The rep was to reprogram the patient on the day of the report. No further complications were reported.